Event description:
It was reported that the patient stated "sometimes it doesn't work for 2 or 3 days and I can't get the leaking to stop, and then all the sudden it will work again even though I haven't changed anything or any programs". This had been happening for the last 2 or 3 months. If the patient "moves to certain programs my toes would curl and then I turn it back down". This "happened last (B)(6) 2014 which is when I spoke with the representative and she told me to call you guys". The patient asked "if you go up program 4 at like 2.0v should you then go down to a lower program if it's too strong"? Patient services reviewed that the program numbers don't represent strength, they are placeholders for programmed settings that the hcp (healthcare provider) programs in. The patient asked "is it normal for me to feel it more in certain positions like if I am laying down I might feel it more, is that normal"? The patient ask ed "how likely is it that the lead wire will move"? The patient then asked about getting a massage. Additional information from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va07d5g, implanted: (B)(6) 2013, product type: lead. (B)(4).